Manufacturer narrative:
The root cause of the access site bleeding cannot be determined since the product was not returned and enough clinical info was not provided. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 63-year-old male implanted with an impella cp for mechanical circulatory support experienced a hematoma and excess bleeding at the site of the insertion. It was also noted that heparin was used to stabilize the hematoma. The hematoma was expressed and redressed. After the patient was successfully weaned from the impella cp, the device was explanted.